Manufacturer narrative:
(B)(4). The customer has not responded to our inquiries for further info. No product has been returned.

Event description:
It was reported to covidien on a maude event report that a nellcor adult spo2 sensor lot# 140730217x was not picking up low saturation lows 86. Blood gases performed, patient lavaged and suctioned, vent settings changed. Sensor not picking up oxygen saturation levels, once changed saturation level returned to normal 98%.